Event description:
Pen appeared to be jamming when she tried to give herself the injection [device malfunction]. Blood sugar reading was 17.9 mmol/l [blood glucose increased]. Case description: medical device information: class iib. This spontaneous case from (B)(6) was reported by medical doctor as "pen appeared to be jamming when she tried to give herself the injection" and "blood sugar reading was 17.9 mmol/l" and concerns a female patient using novopen 4 silver due to device therapy. Patient's height and medical history was not reported. On (B)(6) 2009 pm, the patient injected 28 units of levemir (insulin detemir) (no priming shot was performed). When the patient woke up a few hours later she knew that "something was wrong" and so injected herself again (no priming shot) and noticed that the pen appeared to be jamming when she tried to give herself the injection. The patient was not sure if insulin was administered. On (B)(6) 2009, when the patient woke up in am her blood sugar reading was at 289. Patient the administered insulin humalog (insulin lispro) and contacted the pharmacist. He advised her to administer another shot of humalog and then go to hospital. Blood sugar reading was performed at the hospital and was measured at 17.9mmol/l - however, after waiting for a few hours in the waiting room, her reading dropped to 9 mmol/l. Patient left the hospital and went to the pharmacy and was provided with 2 novopen 4. Patient then reported that she attempted to inject with the new silver coloured pen and it was not working. She has since returned the silver pen to the pharmacy and exchanged for blue pen. Patient will verify if she has the "original" pen that she was experiencing the issue with - suspects that she has disposed of it. The pharmacist advised that she kept all the pens, he had attempted to work the defective pen and stated "there was clearly something wrong" as the plunger was not moving - despite dialling 60 units. The overall outcome was reported as recovered.